Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2007170. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for examination. The retained samples did not reveal any signs of defect. Per the provided feedback, it is possible the reported leakage was a result of damage to the plunger lip component. This type of damage can be produced during the handling of the product through the manufacturing facility or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. A quality process has been opened with the aim of reducing the recurrence of this type of damage. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Investigation conclusion: based on the customer feedback of the issue, we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip, that damage caused the reported leak issue. This damage could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/4in experienced leakage. The following information was provided by the initial reporter: a syringe was found to leak fluid while giving the patient an injection.